Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 2991236, product code max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 2991236, 510k # k073291 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the top of the interbody device broke while being hammered with the inserter. A new device had to be used to complete the procedure. Although the implant was used in surgery, no patient complications were reported.